Manufacturer narrative:
The information provided, was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was reported via phone call that customer passed away on (B)(6) 2018.

Manufacturer narrative:
The device was received with an intermittent up and down arrow. Unable to determine the root cause of intermittent buttons due to pump preservation. The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Data analysis: the date of death was not specified. There is no data listed at the history file due to pump received without battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to aspirated pneumonia. The cause of death was respiratory failure. The caller stated that the customer had crohn's disease that may have led to the customer's passing. The customer¿s blood glucose was 900 to 1000 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected prior to passing as the hospital wanted to control the customer's blood glucose. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.